Manufacturer narrative:
Updated fields: h6/h10. Corrected fields: g2 (health professional should not be selected on the initial), h8 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the suction channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU) from the obtained information. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿inspection of the suction function] 2. Immerse the distal end of the insertion section in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Inspection of the instrument channel. 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo therapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) The customer does not know when the foreign matter adhered to the device, (c.) There was no delay in the start of precleaning, (d.) The customer aspirated the water through the instrument / suction channel, (e.) It is unknown whether or not there were any abnormalities in the accessories used for reprocessing, (f.) The customer presoaked the endoscope in the detergent solution, (g.) The customer wiped/brushed the instrument channel outlet with a clean lint free cloth, brush or sponge, (h.) The customer brushed the instrument channel, instrument channel port and suction cylinder, (I.) The customer had no other concerns regarding the reprocessing of the device. The subject device was returned for evaluation . Evaluation found damage on zoom (ccd), sliding of the l-range failed, zoom function did not work . The customer reported issue of "malfunction of zoom" was confirmed. Additionally, as stated in section b5, foreign matter came out of the suction channel was observed. This issue was attributed due to insufficient cleaning (handling problems) . Additional findings are as follows: insufficient angulation is out of specification. Angle play is out of specification. The objective lens is missing. The objective lens adhesion cloudy. The light guide lens adhesion is cloudy. The plastic distal end cover is crushed. The image guide snake tube is scratched. The bending section cover or distal sheath rubber has scratches. The air/ water cylinder paint is peeling, the light guide coil has scratches. The connector is flooded. The bending section cover, or distal sheath rubber bond is chipped, cloudy, and has a crack. The switch 1 button has a cut, the switch three button has scratches, label peeling. The grip is scraped. There is corrosion on the connector side. There is corrosion on the image guide coil side. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lusera colonovideoscope was received at an olympus service center for evaluation with a report that zoom malfunction. There is no report of patient or user harm associated with this event. During inspection and testing, it was observed that there was foreign matter coming out of the suction channel. This report is being submitted for the malfunction found during the device evaluation.